Manufacturer narrative:
Note: the reported event and implant date of (B)(6) 2010 is earlier than the manufacture date of june 26, 2012 for the lot number reported. Boston scientific is unable to obtain any clarification regarding the date discrepancy. This medwatch reflects the information as reported. Health (B)(4) incident report reference no. (B)(4); submitted to health (B)(4) by the patient. (B)(4). The device was implanted and is not expected to be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an obtryx halo system was implanted into the patient during a procedure performed on (B)(6) 2010. After the procedure, the patient was unable to urinate even though she had the urge. Sometimes, she had to cross her legs to be able to urinate, and discharges were found. Moreover, the patient experienced loss of sensation in the clitoris, and pain in the lower abdomen, pelvis, legs, and back. Reportedly, the patient also had major depression.